Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 325cc saline prosthesis, catalog #3501650, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female had underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline prostheses and bilateral deflation was suspected post procedure. As a result, the left prosthesis was replaced with a mentor smooth round moderate profile 325cc saline implant, and the right prosthesis was replaced with a mentor smooth round moderate profile 350cc saline prosthesis. Mentor became aware of the right sided deflation on 12/7/2017, and as a result was reported to the FDA on 1/31/2018 per alternative summary reporting approval exemption e1999017 (asr-q4-201). The field experience report was received on 3/23/2018, and indicated bilateral deflation. This report was generated with an alert date of 3/23/2018 for the left sided deflation, as this is first time mentor received any information regarding a left sided deflation.

Manufacturer narrative:
The device history record (DHR) of lot number 5814844 was reviewed on 5/7/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/9/2018. Device evaluation summary: it was reported that a (B)(6) year-old female had underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline prostheses and bilateral deflation was suspected post procedure. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed creases on the posterior aspect. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. No other anomalies were observed. The complaint was not confirmed since no rupture was found on the device. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).